Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which led to intermittent pump shutdowns. The customer provided blood glucose (bg) levels of 150 mg/dl and 350 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.